Manufacturer narrative:
The complete initial reporter phone number is (B)(6). The complete initial reporter first name given is (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device have burning smell. Per review of wo on 10sep2025, there was no patient involvement. Per follow up information received via mail on 10sep2025, device send back to depot for service. No burning smell was found, and machine functional check was working within specifications. Functional check performed and no fault found.

Manufacturer narrative:
The reported issue was unconfirmed. The scope of CAPA # 14345646 is applicable for the product and failure mode reported in this complaint. The root cause of the reported issue could not be determined, as the device functioned appropriately during evaluation. The device was evaluated upon receipt. No error code observed. Device could not simulate the problem reported by customer. Device functional testing done. Device passed all applicable testing. The labeling/packaging review is not required as the reported event is unconfirmed. A DHR review is not required as the reported event is unconfirmed. CAPA # 14345646 has been opened for this failure. Refer to the CAPA for further action. Correction: d,h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device have burning smell. Per review of wo on 10sep2025, there was no patient involvement. Per follow up information received via mail on 10sep2025, device send back to depot for service. No burning smell was found, and machine functional check was working within specifications. Functional check performed and no fault found.